Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2017-08515. It was reported that the patient was not receiving effective stimulation. Multiple reprogramming was unable to resolve the issue. The patient underwent surgery on (B)(6) 2017 and scs system was replaced. Effective therapy has been restored.